Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The premature battery depletion was confirmed via review of the battery trend data. The device was tested on the bench and using automated test equipment system and no anomaly was detected. The battery was returned to the manufacturer for analysis and no anomaly was detected. The cause of the battery depletion was not determined.

Event description:
It was reported that patient presented in clinic for follow up. The device exhibited premature eol. The device was explanted.